Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: clinical engineer. PMA/510(k)- k130520. The actual sample was received for evaluation, and a picture was provided by the user facility. Review of the picture confirmed that foam was flowing out from the section of the fiber at the gas outlet side. Transparent red liquid was observed on the floor. Visual inspection of the actual sample revealed that the fiber on the gas inlet port and gas outlet port had decolored in red. Accumulation of transparent red liquid was seen in the housing. There was not any breakage in the visible range. After the red transparent liquid accumulate in the housing was collected, the gas channel was blown with air. As a result, liquid flowed out from the gas outlet port side. The liquid from the gas outlet port side was tested with protein test paper ("uriace" from terumo), and the presence of protein was confirmed. Physiological saline solution was flowed into the actual sample by gravity, and then the oxygenation module was inspected with naked eye. No formation of blood clots was observed. The actual sample was filled with glutaraldehyde-containing physiological saline solution and fixed, and then the housing and the filter were removed. Visual inspection of the filter did not find any formation of blood clots on neither side of the filter. Subsequently, visual inspection of the fiber found that some parts of the fiber had been discolored. No anomaly was observed in the winding state of fiber. The fiber layer was removed gradually while the state of fiber was inspected visually. It was confirmed that some parts of the fiber had been discolored. No anomaly was observed in the winding state of the fiber. The heat exchanger was removed from the outer cylinder and visually inspected with magnifier. No obstruction was noted in the channel. Both sides of the filter removed from the actual and was inspected with magnifier. No anomaly was observed in the diameter of the filter mesh. The fiber removed from the actual sample was inspected with magnifier. Some parts had been discolored. Electron microscopic inspection of each fiber layer found that plasma components were adhered on some parts. The state of micropores on the part with no adhesion of plasma components was confirmed to be normal. Electron microscopic inspection of inner surface of each fiber from each layer confirmed the outflow of plasma components. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. IFU states: do not use this product for a period in the excess of six hours. Excessive use for over six hours may lead to plasma leak and thrombi formation, which may compromise the gas exchange performance. A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 15 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that due to a change in the blood properties, a surface-active substance may be generated in blood and disrupt the balance, which is maintained in the micropores of the fiber, between the surface tension of blood and the gas pressure. It is known that such condition may lead to plasma leak. In particular, for the patients with complications or patients with renal / hepatic failure, plasma leak tend to occur in a shorter time (plasma leak tends to occur when blood bilirubin level is high). In the IFU of voluven, a precaution regarding renal function was confirmed, however, the causal link between this and the plasma leak in this case could not be clarified. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that capiox custom pack was used during the procedure. Ecc less than 6 hours was planned. About four hours from the pump started, a plasma leak occurred. As it was at the end of the operation, it was judged that the exchange of the oxygenator was not required. The operation seemed to have completed successfully. The patient was not harmed.